Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Alleged failure: all scopes broke the first time they were used and cracked while going into the patient. There was not harm to the patient and not fragments broke off in the patient, he break was inside the scope . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be improper handling. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.